Event description:
It was reported that they wanted to send the arctic sun device for a 2000 hour service. Biomed getting alert 113 (reduced water temperature (wt) control). They have 2 devices but the other one was also in use. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 27c, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 4.2. Explained the mixing pump would need to be replaced and need to use an alternative means of hypothermia for this patient. Per investigator notification received on 16jun2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, failed initial acats test, error 45, prewarm flow outside acceptable limits.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to send the arctic sun device for a 2000 hour service. Biomed getting alert 113 (reduced water temperature (wt) control). They have 2 devices but the other one was also in use. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 27c, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 4.2. Explained the mixing pump would need to be replaced and need to use an alternative means of hypothermia for this patient. Per investigator notification received on 16jun2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, failed initial acats test, error 45, prewarm flow outside acceptable limits.